Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the trocar, envelope seal, cannula and stopcock were intact. The circular seal was cut. The obturator and expandable sleeve were not received. A small piece of plastic seal was received in a sample jar. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic orchiopexy, the device had disengaged seal while being use in clipping of the vessel. They noticed that a piece of white plastic was free in the abdomen of the patient. The inner plastic trocar sleeve fell on the patient cavity and was retrieved. Upon inspection, it was determined that the piece came from the inner lining of the trocar port. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Correction: (UDI #). If information is provided in the future, a supplemental report will be issued.